Event description:
It was reported that the patient experienced a loss of therapeutic effect and that they had been leaking which started a week ago. The patient was on program 1 at 2.1 and noted that they could see the lightning bolt icon. The patient could not feel ¿it¿ very much at 2.2 so they increased it to 2.4. It was noted that the patient had an appointment with their doctor tomorrow. Additional information received reports the patient never had therapeutic effect. The event or symptoms occurred following an implant. It was reported not using it. They used to use it with a different healthcare provider but now seeing a new doctor because not helping patient. She was given antibiotics every 2 weeks. The patient was seeing a primary doctor. The patient reports 3 months ago had a bladder infection and was put on antibiotics and would go to other doctors and they said the patient did not have infection. She was getting her device removed eventually. The patient went two weeks ago to doctor and there was no infection. Her general doctor stated not to use the neurostimulator. The patient mentioned in the call that she did see a healthcare provider. The patient went two weeks ago and they determined no infection. She was given ointment and that did help and tablets that started with a ¿s¿. She was going to get knee replacement and not sure when she will have it removed. She used to use the manufacturer device but not using it anymore. The patient states it wasn¿t helping her so she doesn¿t use it. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0fc4n, implanted: (B)(6) 2014, product type lead. (B)(4).